Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4) 2015. The analysis has begun but is not completed at this time. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and noise was observed on the ECG signals. When the catheter was connected, noise was observed on the ECG signals on equipment¿s, carto system and bard (non bwi product). Carto system did not show any error codes. No ablation was administered at that time. Troubleshooting was performed: rebooted piu, changing cable with no success. When catheter was changed, the problem was resolved. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. As it was reported by the customer that noise was observed on the ECG signals and on equipment¿s, carto system and bard (non bwi product); however, unsure whether it was on all ic and bs signals. Bwi determined to take a conservative approach and therefore, this event is being reported.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch electrophysiology catheter and noise was observed on the ECG signals. When the catheter was connected, noise was observed on the ECG signals on equipment¿s, carto system and bard (non bwi product). Carto system did not show any error codes. No ablation was administered at that time. Troubleshooting was performed: rebooted piu, changing cable with no success. When catheter was changed, the problem was resolved. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. As it was reported by the customer that noise was observed on the ECG signals and on equipment¿s, carto system and bard (non bwi product); however, unsure whether it was on all ic and bs signals. Bwi determined to take a conservative approach and therefore, this event is being reported. On february 2, 2015 additional information was received from bwi representative stating that the physician had an ECG signal available to monitor patient's heart rhythm. In addition, it was unknown on what channel was observed the signal interference as well as what were the temperature, impedance and power cut off values during the procedure. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and an a white crystal like material was found under the pebax. Catheter pebax was inspected and no damage was found on it. Therefore an irrigation test was performed and the catheter passed, no leakage from catheter irrigation tubing to pebax was observed. Per the reported complaint, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the foreign crystal material remains unknown. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
A) on february 2, 2015 additional information was received from bwi representative stating that the physician had an ECG signal available to monitor patient's heart rhythm. In addition, it was unknown on what channel was observed the signal interference as well as what were the temperature, impedance and power cut off values during the procedure. B) when the investigational analysis has been completed, a supplemental 3500a report will be submitted. C) manufacturer's reference # (B)(4).

Manufacturer narrative:
On february 2, 2015 additional information was received from bwi representative stating that the physician had an ECG signal available to monitor patient's heart rhythm. In addition, it was unknown on what channel was observed the signal interference as well as what were the temperature, impedance and power cut off values during the procedure. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).